Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 16-jul-2018 with the following findings: a visual inspection of the pump showed that the cartridge compartment was damaged at the threads and the battery compartment had multiple cracks. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.